Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator generated a high alert with a "mix air flow sensor reading out of range (oor)" message and entered mix backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the ventilator entered into buv. The service personnel (sp) inspected the ventilator and found that the unit had generated a high alert with a ¿mix air flow sensor reading out of range (oor)¿ message. The sp reseated all circuit boards, replaced a missing knob and performed preventive maintenance to replace the coin cell batteries. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The suspected cause of the reported event of the device entering into buv was a transient out of range mix air flow sensor measurement. The event is included in a data monitoring plan. The preventative maintenance to replace the coin batteries and a missing knob is not related to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, these 980 ventilators generated a high alert with a "mix air flow sensor reading out of range (oor)" message and entered mix backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.